Manufacturer narrative:
The device was returned to zoll medical united kingdom. Functional testing performed during the investigation did not reproduce the reported blank/temporary screen condition. Inspection of all internal connections and components yielded no findings. The device was subjected to full functional testing and ECG stress testing with no discrepancies found. No accessories were returned as part of the investigation. Device log shows multiple ECG multi-lead fault / multi-lead out of fault entries, consistent with poor coupling. No display related faults were identified in the log. The device was recertified and returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a 60-year-old female patient, the device temporarily had no video display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.